Event description:
The customer reported that when installing the tubing of the infusion set on the pump, the nurse noticed drops of chemotherapy drug at the junction of blue clamp. The infusion set was pulled out of the pump and exchanged, which resulted in a chemotherapy drug loss of about 25ml. The original sample was not available for further evaluation. One retained sample of the same batch was evaluated. A free flow and tightness test was performed on the retained sample with passing results. A review of the production documents did not show any deviation or other issues associated with the batch. Since the affected sample was not available for evaluation a detailed analysis could not be performed. Therefore, a root cause could not be determined.

Manufacturer narrative:
(B)(4).